Event description:
It was reported the patient¿s lead was protruding through their skin. The erosion spot was not healing. Tucking the lead in did not resolve the issue. The patient had taken a very long trip in a bus following implant. There were no signs of infection. It was reported the lead was removed due to being exposed shortly after implant. The patient had greater than fifty percent symptom reduction and recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0nnxt, implanted: (B)(6) 2014, product type: lead. (B)(4).